Event description:
The patient`s representative noted that they have not been able to send the patient`s implantable pulse generator (ipg) reading to their physician. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.